Event description:
It was reported the patient was hospitalized in a coma and on a ventilator. An alert warning had a message concerning two or more therapies having been aborted due to lack of synchronization. Two episodes showed fast, high frequency noise in the stored data. Review of manufacturer's database revealed the patient died five days later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Despite multiple attempts, the circumstances resulting in coma could not be obtained.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no allegation from a health care professional that the death was device related. The cause of death was requested and not received.